Manufacturer narrative:
Section d11 was updated.

Manufacturer narrative:
The device used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed and the reported problem was confirmed. A communication error occurred during the handpiece test. The system was rebooted and the 40000000000 error occurred. There is a blown fuse in the siu as well as phase to ground contact in the handpiece which is causing malfunction. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the navio handpiece and failure mode(s) "error message(s)" identified similar events. The navio surgical system user¿s manual (500196 rev. C) was reviewed and there was no information regarding the error 40000000000 at system booting up. The surgical technique guide released at the time of the complaint (500197 rev b) provides a ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. This failure is captured in the navio risk profile. It was communicated that no operative reports would be available and no patient injury resulted from abandoning the navio due to a blown fuse and a handpiece error. The procedure was continued with s&n manual instrumentation within a 30-minute surgical extension with no other complications per complaint details. Patient impact beyond the minor surgical extension is not anticipated, as the patient was reportedly ¿doing fine¿. No further medical assessment is warranted at this time. The root cause was found to be an electrical component failure. These results are indicative of a known issue and corrective action has been requested for this issue.

Event description:
It was reported that during the first few moments of burring the femur in a ukr procedure, the navio threw an error stating that there was an internal cabling/drill console error. It was shut down and started over. When trying to reboot the navio, it resulted in error code 40000000000, also forcing shut down. The handpiece blew a fuse in the siu. The procedure had to be continued with s&n manual instrumentation with a delay of fewer than 30 minutes. No other complications were reported.